Event description:
It was reported that after the power module was connected to the load box, the device was alarming, and the yellow wrench symbol was lighting up. Additionally, the rubber vent bands were withered.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - impact code 4656 - problem identified before clinical use/exposure added. Manufacturer's investigation conclusion: the reported events of damaged band vents and a yellow wrench alarm on the power module (serial number: (B)(6)) were confirmed. The unit returned to the european distribution center (edc) and upon initial observation, the damaged band vents were noted. The unit booted up as intended but when the load box was connected to the unit, a yellow wrench alarm activated. The error was traced to the main printed circuit board (pcb). The main pcb and damaged housing were replaced, and preventative maintenance was performed. The unit functioned as intended after the replacements and returned to the rental pool. The main pcb was forwarded to the product performance engineering (ppe) group for further analysis. During ppe analysis, the issue was not able to be reproduced. The main pcb was connected to a test fixture and the fixture was able to support a mock circulatory loop for an extended period of time without issue or alarm. The load box was connected to the test fixture for an extended period of time, and no alarms activated. The root cause for the yellow wrench alarm was determined to be due to a damaged main pcb, but could not be traced further. The root cause for the damage to the main pcb and housing were unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate power module instructions for use (IFU) (sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle yellow wrench alarms that occur on the power module. No further information was provided. The manufacturer is closing the file on this event.